Event description:
It was reported that the insulation on the "l" hook, laparoscopic electrode burned. It was being used at 35 watts (power) in the coagulation mode. There was no pt injury and the procedure was not compromised.